Event description:
The device was used during a cartoid endoarterectomy procedure. Reportedly, the sutured incision opened. The surgeon performed a reoperation to resuture the wound. The hospital has reported that the pt's status is good.